Event description:
Customer's mother reported, the insulin pump alarmed no delivery during prime. It was advised to disconnect and reconnect the reservoir and tubing and perform manual prime; customer's mother stated that insulin hardly exits and there is greater resistance with plunger push. The customer had already changed the infusion set. It was agreed to also change the reservoir. Insulin did exit the tubing at manual prime after changing the reservoir. Blood glucose value was 150 mg/dl. It advised the reservoirs would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.